Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor filament stayed on his arm and experienced pain and discomfort in the arm. Customer had an x-ray performed and the filament was removed by the doctor and customer was prescribed with unspecified medication to prevent infection. Based on the information provided, there was no report of death or permanent injury associated with this event.

Event description:
Customer reported that the adc freestyle libre sensor filament stayed on his arm and experienced pain and discomfort in the arm. Customer had an x-ray performed and the filament was removed by the doctor and customer was prescribed with unspecified medication to prevent infection. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint type (sensor tip left in the body) and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. As there was no serial number provided, dhrs could not be reviewed for these issues, however if the product is returned, the case will be re-opened and a physical investigation will be performed.